Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. The failure analysis investigation revealed that the pitch cable was found to be broken located at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci a nissen fundoplication surgical procedure, frayed wires were observed on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.